Event description:
It was reported that the customer had trouble priming the insulin pump. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the insulin continued to drip after letting go of the act button during the prime process. Customer stated that they were not wearing the pump during priming. It was explained that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer stated that the motor slowed down and the number ramped up on the screen. It was explained that the infusion set change resolved the issue. Customer will monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.